Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the solution was leaking from the homechoice cassette. This occured during peritoneal dialysis therapy. The patient was connected at the time of this event. The patient stated that the fluid went under the machine, through a towel and into drawers of a chest, seeping into the clothes in the drawer. The nurse from home care services said that the cassette caused the issue. At the time of the event, the technical service representative advised to use manual supplies to do the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.